Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain one of eight. The home patient (hp) was connected at the time of the alarm. The home patient (hp) stated that he disconnected from the patient line to use the bathroom, capped off the transfer set, but did not cap off his patient line. The hp stated that he reconnected to the patient line and the hc alarmed with the system error 2240. The technical service representative (tsr) explained the alarm and had the home patient (hp) cycle the power on the hc. The technical service representative (tsr) advised the hp to start over with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.